Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2020-0222) on 06-mar-2020. The most recent information was received on 08-sep-2020. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube necrosis ('right fallopian tube was necrotic'), menorrhagia ('menorrhagia'), small intestinal perforation ('a hole was found in small intestine (unilateral right)'), post procedural infection ('post procedural infection (pelvic abscess) after the novasure procedure'), pelvic abscess ('post procedural infection (pelvic abscess) after the novasure procedure') and peritonitis ('peritonitis') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed in patient with essure" on (B)(6) 2020. The patient's medical history included gravida ii and parity 2. On (B)(6) 2017, the patient had essure inserted. In 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced procedural pain ("moderate pain at the end of the novasure procedure"). On (B)(6) 2020, the patient experienced post procedural infection (seriousness criteria hospitalization and medically significant) and pelvic abscess (seriousness criterion hospitalization) with pyrexia and abdominal pain. On (B)(6) 2020, the patient experienced fallopian tube necrosis (seriousness criterion hospitalization) and small intestinal perforation (seriousness criterion hospitalization). In 2020, the patient experienced amenorrhoea ("amenorrhea (described as sequelae)"). On an unknown date, the patient experienced peritonitis (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (damaged part of small intestine was removed and a protective ileostoma was made in (B)(6) 2020 and novasure endometrial ablation on (B)(6) 2020). Essure treatment was not changed. On (B)(6) 2020, the small intestinal perforation had resolved with sequelae. At the time of the report, the fallopian tube necrosis had resolved with sequelae and the menorrhagia, post procedural infection, pelvic abscess and procedural pain had resolved. The reporter provided no causality assessment for fallopian tube necrosis, menorrhagia, peritonitis and procedural pain with essure. The reporter considered amenorrhoea, pelvic abscess, post procedural infection and small intestinal perforation to be unrelated to essure. The reporter commented: on (B)(6) 2020 patient came to emergency room for fever and abdominal pain. This was initially treated as normal post-procedure infection with intravenous antibiotics, but later in computed tomography pelvic abscess was suspected. On (B)(6) 2020, in emergency surgery a hole was found in small intestine, around which there was thermal damage. Right fallopian tube was necrotic. Damaged part of small intestine was removed and a protective ileostoma was made, to be closed once the patient has recovered well. The patient was still in hospital in recovery. Complication was caused by thermal conduction caused by novasure, where thermal energy was conducted through previously installed metallic essure coil into the fallopian duct and from there to the small intestine. Menorrhagia continued for around 1 year before the novasure procedure. In both acute phase laparotomies, due to a difficult infection situation, anatomy was highly challenging regarding the gynecological organs, and essure coils were not removed (neither were fallopian tubes). Patient has recovered well after the initial difficult situation, and menstruation has stopped completely (patient came for a follow-up visit on (B)(6) 2020). Stoma will be closed by gastric surgeons later and the patient will have a gynecological control visit in 6 months. If the metropathia has calmed down no new operations will be planned, this is also the patient's wish. Follow-up of (B)(6) 2020: the physician clarified again that the small intestinal perforation was due to novasure, because of the warmth due to the essure coils led through the fallopian tubes, not to the essure insertion. In addition, it remained unclear if the essure inserts perforated the fallopian tubes on either side, because the anatomical conditions were challenging during surgery and the fallopian tubes appeared very swollen and were difficult to distinguish from the rest of the infected tissue. Patient had temporary ileostomy and it was closed (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Endometrial ablation - on (B)(6) 2020: novasure procedure: device perforation test passed, procedure took 1 min 39 sec, went completely normally, nothing during or after the procedure indicated a possible complication. After the procedure pain was relieved, patient went home feeling well. The procedure was uneventful and novasure device worked normally. Hysteroscopy - on (B)(6) 2017: essure placement was unproblematic. Laparoscopy - on (B)(6) 2020: thermal injury, necrotic right tube. Ultrasound scan vagina - on (B)(6) 2017: tubal occlusion confirmed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-sep-2020: questionnaire received: date of birth added; patient history added; essure information updated; event "a hole was found in small intestine" updated to "a hole was found in small intestine (unilateral right)"; events "peritonitis" and "amenorrhea" added; outcome of "a hole was found in small intestine (unilateral right)" updated; based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 06-mar-2020. The most recent information was received on 08-sep-2020. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube necrosis ('right fallopian tube was necrotic'), menorrhagia ('menorrhagia'), small intestinal perforation ('a hole was found in small intestine (unilateral right)'), post procedural infection ('post procedural infection (pelvic abscess) after the novasure procedure'), pelvic abscess ('post procedural infection (pelvic abscess) after the novasure procedure') and peritonitis ('peritonitis') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed in patient with essure" on (B)(6) 2020. The patient's medical history included gravida ii and parity 2. On (B)(6) 2017, the patient had essure inserted. In 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced procedural pain ("moderate pain at the end of the novasure procedure"). On (B)(6) 2020, the patient experienced post procedural infection (seriousness criteria hospitalization and medically significant) and pelvic abscess (seriousness criterion hospitalization) with pyrexia and abdominal pain. On (B)(6) 2020, the patient experienced fallopian tube necrosis (seriousness criterion hospitalization) and small intestinal perforation (seriousness criterion hospitalization). In 2020, the patient experienced amenorrhoea ("amenorrhea (described as sequelae)"). On an unknown date, the patient experienced peritonitis (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (damaged part of small intestine was removed and a protective ileostoma was made in (B)(6) 2020 and novasure endometrial ablation on (B)(6) 2020). Essure treatment was not changed. On (B)(6) 2020, the small intestinal perforation had resolved with sequelae. At the time of the report, the fallopian tube necrosis had resolved with sequelae and the menorrhagia, post procedural infection, pelvic abscess, procedural pain and peritonitis had resolved. The reporter provided no causality assessment for fallopian tube necrosis, menorrhagia, peritonitis and procedural pain with essure. The reporter considered amenorrhoea, pelvic abscess, post procedural infection and small intestinal perforation to be unrelated to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2020 patient came to emergency room for fever and abdominal pain. This was initially treated as normal post-procedure infection with intravenous antibiotics, but later in computed tomography pelvic abscess was suspected. On (B)(6) 2020, in emergency surgery a hole was found in small intestine, around which there was thermal damage. Right fallopian tube was necrotic. Damaged part of small intestine was removed and a protective ileostoma was made, to be closed once the patient has recovered well. The patient was still in hospital in recovery. Complication was caused by thermal conduction caused by novasure, where thermal energy was conducted through previously installed metallic essure coil into the fallopian duct and from there to the small intestine. Menorrhagia continued for around 1 year before the novasure procedure. In both acute phase laparotomies, due to a difficult infection situation, anatomy was highly challenging regarding the gynecological organs, and essure coils were not removed (neither were fallopian tubes). Patient has recovered well after the initial difficult situation, and menstruation has stopped completely (patient came for a follow-up visit on (B)(6) 2020). Stoma will be closed by gastric surgeons later and the patient will have a gynecological control visit in 6 months. If the metropathia has calmed down no new operations will be planned, this is also the patient's wish. Follow-up of (B)(6) 2020: the physician clarified again that the small intestinal perforation was due to novasure, because of the warmth due to the essure coils led through the fallopian tubes, not to the essure insertion. In addition, it remained unclear if the essure inserts perforated the fallopian tubes on either side, because the anatomical conditions were challenging during surgery and the fallopian tubes appeared very swollen and were difficult to distinguish from the rest of the infected tissue. Patient had temporary ileostomy and it was closed (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Endometrial ablation - on (B)(6) 2020: novasure procedure: device perforation test passed, procedure took 1 min 39 sec, went completely normally, nothing during or after the procedure indicated a possible complication. After the procedure pain was relieved, patient went home feeling well. The procedure was uneventful and novasure device worked normally. Hysteroscopy - on (B)(6) 2017: essure placement was unproblematic. Laparoscopy - on (B)(6) 2020: thermal injury, necrotic right tube. Ultrasound scan vagina - on (B)(6) 2017: tubal occlusion confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the patient has recovered from the peritonitis caused by the small intestine damage, and the case records indicate that the patient has been feeling well after the ileostomy was closed. Outcome of event peritonitis updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 06-mar-2020. The most recent information was received on 03-sep-2020. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube necrosis ('right fallopian tube was necrotic'), menorrhagia ('menorrhagia'), small intestinal perforation ('a hole was found in small intestine'), post procedural infection ('post procedural infection (pelvic abscess) after the novasure procedure') and pelvic abscess ('post procedural infection (pelvic abscess) after the novasure procedure') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed in patient with essure" on (B)(6) 2020. In 2017, the patient had essure inserted. In 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced procedural pain ("moderate pain at the end of the novasure procedure"). On (B)(6) 2020, the patient experienced post procedural infection (seriousness criteria hospitalization and medically significant) and pelvic abscess (seriousness criterion hospitalization) with pyrexia and abdominal pain. On (B)(6) 2020, the patient experienced fallopian tube necrosis (seriousness criterion hospitalization) and small intestinal perforation (seriousness criterion hospitalization). The patient was treated with antibiotics and surgery (damaged part of small intestine was removed and a protective ileostoma was made and novasure endometrial ablation on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the fallopian tube necrosis and small intestinal perforation was resolving and the menorrhagia, post procedural infection, pelvic abscess and procedural pain had resolved. The reporter provided no causality assessment for fallopian tube necrosis, menorrhagia and procedural pain with essure. The reporter considered pelvic abscess, post procedural infection and small intestinal perforation to be unrelated to essure. The reporter commented: on (B)(6) 2020 patient came to emergency room for fever and abdominal pain. This was initially treated as normal post-procedure infection with intravenous antibiotics, but later in computed tomography pelvic abscess was suspected. On (B)(6) 2020, in emergency surgery a hole was found in small intestine, around which there was thermal damage. Right fallopian tube was necrotic. Damaged part of small intestine was removed and a protective ileostoma was made, to be closed once the patient has recovered well. The patient was still in hospital in recovery. Complication was caused by thermal conduction caused by novasure, where thermal energy was conducted through previously installed metallic essure coil into the fallopian duct and from there to the small intestine. Menorrhagia continued for around 1 year before the novasure procedure. In both acute phase laparotomies, due to a difficult infection situation, anatomy was highly challenging regarding the gynecological organs, and essure coils were not removed (neither were fallopian tubes). Patient has recovered well after the initial difficult situation, and menstruation has stopped completely (patient came for a follow-up visit on (B)(6) 2020). Stoma will be closed by gastric surgeons later and the patient will have a gynecological control visit in 6 months. If the metropathia has calmed down no new operations will be planned, this is also the patient's wish. Follow-up of 03-sep-2020: the physician clarified again that the small intestinal perforation was due to novasure, because of the warmth due to the essure coils led through the fallopian tubes, not to the essure insertion. In addition, it remained unclear if the essure inserts perforated the fallopian tubes on either side, because the anatomical conditions were challenging during surgery and the fallopian tubes appeared very swollen and were difficult to distinguish from the rest of the infected tissue. Diagnostic results (normal ranges are provided in parenthesis if available): endometrial ablation - on (B)(6) 2020: novasure procedure: device perforation test passed, procedure took 1 min 39 sec, went completely normally, nothing during or after the procedure indicated a possible complication. After the procedure pain was relieved, patient went home feeling well. The procedure was uneventful and novasure device worked normally. Hysteroscopy - in 2017: essure placement was unproblematic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: clarification received from physician: the alternative explanation for the event " small intestine perforation" was the thermal ablation, not the essure. Event post procedural infection (pelvic abscess) added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 06-mar-2020. The most recent information was received on 27-mar-2020. This spontaneous case was reported by a physician and describes the occurrence of small intestinal perforation ('a hole was found in small intestine'), fallopian tube necrosis ('right fallopian tube was necrotic') and menorrhagia ('menorrhagia') in a 39-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed in patient with essure" on (B)(6) 2020. In 2017, the patient had essure inserted. In 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced procedural pain ("moderate pain at the end of the procedure"). On (B)(6) 2020, the patient experienced small intestinal perforation (seriousness criterion hospitalization) with pyrexia and abdominal pain and fallopian tube necrosis (seriousness criterion hospitalization). The patient was treated with antibiotics, novasure endometrial ablation on (B)(6) 2020 and surgery (damaged part of small intestine was removed and a protective ileostoma was made). Essure treatment was not changed. At the time of the report, the small intestinal perforation and fallopian tube necrosis was resolving and the menorrhagia and procedural pain had resolved. The reporter provided no causality assessment for fallopian tube necrosis, menorrhagia, procedural pain and small intestinal perforation with essure. The reporter commented: the novasure procedure was done: device perforation test passed, procedure took 1 minute 39 sec. It went completely normally, nothing during or after the procedure indicated a possible complication. After the procedure pain was relieved, patient went home feeling well. The procedure was uneventful and novasure device worked normally. On (B)(6) 2020 patient came to emergency room for fever and abdominal pain. This was treated in the beginning as normal post-procedure infection with intravenous antibiotics, but later in computed tomography pelvic abscess was suspected. On (B)(6) 2020, in emergency surgery a hole was found in small intestine, around which there was thermal damage. Right fallopian tube was necrotic. Damaged part of small intestine was removed and a protective ileostoma was made, which will be closed once the patient has recovered well. The patient was still in hospital in recovery. Complication was caused by thermal conduction caused by novasure, where thermal energy was conducted through previously installed metallic essure coil into the fallopian duct and from there to small intestine. Menorrhagia continued for around 1 year before the novasure procedure. In both acute phase laparotomies, due to a difficult infection situation, anatomy was highly challenging regarding gynaecological organs, and essure coils were not removed (neither were fallopian tubes). Patient has recovered well after the initial difficult situation, and menstruation has stopped completely (patient came for a follow-up visit on (B)(6)). Stoma will be closed by gastric surgeons later and the patient will have a control visit in gynaecological diseases in 6 months. If the metropathia has calmed down no new operations will be planned, this is also what the patient is wishing for. Most recent follow-up information incorporated above includes: on 27-mar-2020: physician's response received. Start date and outcome of menorrhagia provided. Lot number unknown. Essure was not removed due to infection situation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2020-0222) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of small intestinal perforation ('a hole was found in small intestine'), fallopian tube necrosis ('right fallopian tube was necrotic') and menorrhagia ('menorrhagia') in a 39-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed in patient with essure" on (B)(6) 2020. In 2017, the patient had essure inserted. In 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced procedural pain ("moderate pain at the end of the procedure"). On (B)(6)2020, the patient experienced small intestinal perforation (seriousness criterion hospitalization) with pyrexia and abdominal pain and fallopian tube necrosis (seriousness criterion hospitalization). The patient was treated with antibiotics, novasure endometrial ablation on (B)(6) 2020 and surgery (damaged part of small intestine was removed and a protective ileostoma was made). Essure treatment was not changed. At the time of the report, the small intestinal perforation and fallopian tube necrosis was resolving and the menorrhagia and procedural pain had resolved. The reporter provided no causality assessment for fallopian tube necrosis, menorrhagia, procedural pain and small intestinal perforation with essure. The reporter commented: the novasure procedure was done: device perforation test passed, procedure took 1 minute 39 sec. It went completely normally, nothing during or after the procedure indicated a possible complication. After the procedure pain was relieved, patient went home feeling well. The procedure was uneventful and novasure device worked normally. On (B)(6) 2020 patient came to emergency room for fever and abdominal pain. This was treated in the beginning as normal post-procedure infection with intravenous antibiotics, but later in computed tomography pelvic abscess was suspected. On (B)(6) 2020, in emergency surgery a hole was found in small intestine, around which there was thermal damage. Right fallopian tube was necrotic. Damaged part of small intestine was removed and a protective ileostoma was made, which will be closed once the patient has recovered well. The patient was still in hospital in recovery. Complication was caused by thermal conduction caused by novasure, where thermal energy was conducted through previously installed metallic essure coil into the fallopian duct and from there to small intestine. Menorrhagia continued for around 1 year before the novasure procedure. In both acute phase laparotomies, due to a difficult infection situation, anatomy was highly challenging regarding gynaecological organs, and essure coils were not removed (neither were fallopian tubes). Patient has recovered well after the initial difficult situation, and menstruation has stopped completely (patient came for a follow-up visit on march 12). Stoma will be closed by gastric surgeons later and the patient will have a control visit in gynaecological diseases in 6 months. If the metropathia has calmed down no new operations will be planned, this is also what the patient is wishing for. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(4) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-mar-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), intestinal perforation ('a hole was found in small intestine') and fallopian tube necrosis ('right fallopian tube was necrotic') in a (B)(6)-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On (B)(6) 2020, the patient experienced procedural pain ("moderate pain at the end of the procedure "). On (B)(6) 2020, the patient experienced intestinal perforation (seriousness criteria hospitalization and medically significant) with pyrexia and abdominal pain and fallopian tube necrosis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, novasure endometrial ablation on (B)(6) 2020 and surgery (damaged part of small intestine was removed and a protective ileostoma was made). At the time of the report, the menorrhagia outcome was unknown, the intestinal perforation and fallopian tube necrosis was resolving and the procedural pain had resolved. The reporter provided no causality assessment for fallopian tube necrosis, intestinal perforation, menorrhagia and procedural pain with essure. The reporter commented: the novasure procedure was done: device perforation test passed, procedure took 1 minute 39 sec. It went completely normally, nothing during or after the procedure indicated a possible complication. After the procedure pain was relieved, patient went home feeling well. The procedure was uneventful and novasure device worked normally. On (B)(6) 2020 patient came to emergency room for fever and abdominal pain. This was treated in the beginning as normal post-procedure infection with intravenous antibiotics, but later in computed tomography pelvic abscess was suspected. On (B)(6) 2020, in emergency surgery a hole was found in small intestine, around which there was thermal damage. Right fallopian tube was necrotic. Damaged part of small intestine was removed and a protective ileostoma was made, which will be closed once the patient has recovered well. The patient was still in hospital in recovery. Complication was caused by thermal conduction caused by novasure, where thermal energy was conducted through previously installed metallic essure coil into the fallopian duct and from there to small intestine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.